Manufacturer narrative:
(B)(4). Date sent: 6/12/2024 d4: batch # 860c60 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a 6r45b reload loaded on the device. The returned reload was partially fired 1/10 and the reload lockout spring was damaged. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 860c60, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, when the assistant handed the surgeon the device it felt funny to them and when they went to fire the device locked out. They got another device to proceed with the case without patient harm.